Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturers' representative (rep) reported that the patient went to the clinic for a follow up check-up at the beginning of (B)(6) 2015. At this time, the impedance was showing out of range. She was then taken back to the operating room on (B)(6) 2015 and the doctor performed an upper endoscopy which confirmed the leads had penetrated the stomach wall. The doctor replaced both leads at that time. It was noted that the patient had a very thin stomach wall and she suffered from long term severe anorexia. At the time of this report, the patient was doing fine and there was no further information. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.